Event description:
Limited info. Sample received in fall with no written documentation included. Writer contacted account who stated the samples were inadvertently sent and there was no issue. Lab conducted evaluation and noted leakage occurred. Writer re-contacted account who stated they had no clinical info to provide. No further details available.